Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd phaseal protector p50 there was an issue with needle separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ protector p50 there was an issue with needle separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: one sample unit was received for evaluation by our quality engineer team. Upon inspecting the returned sample, the cannula was observed detached from the protector. The needle hole appeared deformed. As a lot number is unknown for this incident, a review of the production inspection records could not be performed. Inspections and tests in manufacturing area for protectors: during molding process, housing is reviewed according to ph-300 (current version). It is verified the absence of burs, dirty and the properly measures of the needle housing (pass/fail). During assembly process, the operator performs the visual inspection of the protector according to ph-302 (current version). The cannula is checked: it is verified that is properly centered, oriented and properly assembled. It is also verified that it has not any type of damage (nicks). During all the tests performed according to ph-302 (overpressure test, leakage test, etc) the absence or fall of the cannula would be noticed. The machine (p3) has several automatic controls which check the presence (station 21), length (station 22) and properly position (station 23) of the cannula. If one of the stations detects any problem related to the cannula (absence, incorrect length, wrong position), the piece is thrown away (scrap) and do not continue the normal process. Based on the investigation, a definite cause for the detached needle could not be established. It is important to note that the protectors are not intended to be removed from the vials once attached. Detaching the protector can result in damage to the needle and to the needle attachment location. Assembly fixture m12 is recommended to ease the connection of the protector products. The root cause cannot be clearly established. Taking into account the frequency of the defect, it is concluded that no CAPA is required.

Event description:
It was reported with the use of the bd phaseal¿ protector p50 there was an issue with needle separation. There was no report of injury or further medical intervention.